Event description:
Following the stent assisted coil embolization of an anterior communicating artery aneurysm, the patient suffered from headaches. The headaches lasted for twenty six days. No information was provided as to how the headaches were treated or if there was any clinical consequence to the patient as a result of the headaches.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.03 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4). This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review is currently in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.